Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was available for evaluation. The reported condition was confirmed for the presence of particulate matter in the fluid filter path; however a device defect or failure could not be confirmed through sample evaluation/analysis: visual inspection of the sample confirmed brown particulate matter in the filter fluid path. The root cause was not identified.

Event description:
A nurse reported to baxter (B)(4) of an extension set in which a yellowish-brown deposit was discovered inside the tube after infusion of a compounding solution. The process step was after use. There is report of patient involvement; however, there was no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.